Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy. The target lesion was located below the knee with a 100% stenosis and was severely tortuous and severely calcified. A 1.5mm x 20mm x 143cm coyote es was advanced for dilation. During procedure, on the first inflation at 6 atmospheres for about 5 seconds, the balloon ruptured. The device was removed and replaced for a different model. No complications were reported, and patient status was stable.